Event description:
Preoperative diagnosis: left ventricular aneurysm, coronary artery disease. Swan ganz insertion with pulmonary artery rupture. Intraoperative complications of massive hemoptysis secondary to pulmonary artery rupture, air embolis, and status post bilateral chest tube placement with right pneumonectomy. Status post coronary artery bypass grafting, and repair of anterior apical and septal aneurysm.